Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust energy selection and was unable to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.